Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. We have forwarded the received parts to the responsible supplier (B)(4) for further evaluation with the following results: after investigation of the returned samples, it is clear that for one system it is a user error, since the mixing chamber was already reduced before the mixing process was completed. This causes the closure of the mixing system and so the mixer stuck as it was mentioned in the complaint description. It could not be recognized so clearly with the second system, it is possible, that the user stopped the mixing process. Retain samples were tested with regard to the functionality of the mixing system. As there were no anomalies, product failure can be excluded. In general, however, we recommend user training by synthes field services. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 07.702.016s, lot: 0d53340, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: september 01, 2020, expiry date: april 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device history lot part: 07.702.016s, lot: 0d53340, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: september 01, 2020, expiry date: april 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for vertebroplasty surgery on (B)(6) 2020. During the surgery, while mixing, the t-handle was jammed and could not be turned any further. There was no fragment generated. The procedure was completed successfully with 10 minutes delay. The patient had consequences. This complaint involves one (1) device. This report is for (1) vertecem v+ cement kit. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A new package was opened to complete the procedure. Concomitant devices reported: sistema de cemento vertecem v+ . Esteril (part number 07.702.016s, lot 9m53322, quantity 1).